Manufacturer narrative:
E1-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had emergency light lit. The event occurred during setup. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error e207 emergency light failure occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the emergency light indicator on the front panel illuminates due to the failure of the emergency light. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.